Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: rupture.

Event description:
Healthcare professional reported a report a left-side rupture confirmed via MRI completed (B)(6) 2023. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a report a left-side rupture confirmed via MRI completed (B)(6) 2023. Healthcare professional later reported capsular contracture "bakers class 1". Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade I. The device has been explanted and replaced.